Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue started approximately (B)(6) 2017. She stated that she manages her diabetes with insulin (self-adjuster), and in response to the alleged meter issue, she increased her insulin dosage. The patient alleges she developed symptoms, of ¿shaky, confused, and dizzy in response to the alleged meter issue. There is no evidence that the patient required or received any medical treatment in response to the alleged symptoms. At the time of troubleshooting, the csr noted the patient was not using the meter for the first time, and there was no evidence of misuse of the product. The patient was unable/unwilling to confirm what type of batteries were in the meter, but there was no evidence these needed replaced. The csr noted the meter did not turn on when the power button was pressed, and that the patient did not have test strips to walk through the testing process. The issue was not resolved with training. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.